Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The medical surveillance specialist spoke with the patient on 05/08/2009 and obtained the following information. The patient reported that the alleged power issue began ten days prior to original date. As a result of the issue, the patient stated that she discontinued to take her usual set dose of levemir insulin (60 units) daily because she did not know what her blood glucose levels were. Approximately 4 days after the issue started, the patient claimed she developed symptoms of feeling sweaty, dizzy and very tired. The patient reported that she associated these symptoms with a high blood glucose. The patient stated that the symptoms lasted for 3 days and she only began to feel better after she began to administer her set dose of levemir insulin again. At the time of troubleshooting, the customer care advocate noted there was no known misuse to the subject meter and that the patient replaced the battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported power issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.